Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report; however, upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: twiddler's syndrome: a rare complication of pacemaker implantation. Pol. Arch. Med. Wewn. 2014;124(4):0032-3772. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg) system. The article reports that two months after the successful pacemaker implant procedure, the patient presented to the hospital due to syncope. The ipg was interrogated and it was found that there was a loss of pacing and sensing with the ventricular lead. It was also discovered through fluoroscopy that the lead was ¿twisted around¿ the ipg. The patient underwent a procedure and the old lead was removed and a new active-fixation lead was implanted. The article indicates that the postoperative stay was ¿uneventful¿ and follow up visits found the patient¿s condition as ¿good.¿ the ipg and new lead remain in use. No patient complications have been reported as a result of this event.